Manufacturer narrative:
(B)(4). (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is broken. The scope could not get into the kit. There was resistance noted while inserting the harvesting tool into the cannula. A new device was used to complete the procedure, tried switching the scope first but scope would still not thread through the inner sheath. There was a procedural delay with the vein harvest. There was no patient harm.